Manufacturer narrative:
Results and conclusion summation - the evaluation was performed by MFR. The device was not returned for investigation, so it could not be inspected. Though detail of the lesion condition was not provided, it is presumed that pushing and bending force might be repeatedly applied to the guide wire of which distal section was prolapsed, and the accumulated force exceeded product design limit, resulting separation of distal section. The IFU states, "if guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position, otherwise damage to the guide wire may occur." As possible complications "separation or breakage of guidewire" is described.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire portion left in the anatomy is considered to be permanent impairment. Device issue: guide wire separation. It was reported that the asahi fielder guide wire tip broke off inside the pt's anatomy. The tip remains in the pt. The procedure was being performed in the distal left anterior descending artery (lad) lesion through an svg. The guide wire was reportedly fatigued, and the tip was prolapsed during the attempt to get through the tortuous vessel. There were no attempts made to remove the separated guide wire tip from the pt. The pt was stable condition. The lesion could not be treated and the pt was discharged from the hosp. No add'l event or pt info is available.